Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped on corners, missing battery, cracked right plunger case and battery door. During analysis, the pump had a blank screen with alarm at power up. It was noted that the lcd cable was partially unplugged as a result of normal wear tear. Pump is over 13 years old. Service plugged lcd cable in and secured with glue. Service also performed power up process, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited constant alarm and had a broken lcd screen. No adverse effects were reported.